Event description:
Pump declared altitude alarm 21, causing insulin suspension. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and replace the cartridge, but the alarm recurred. Customer was advised to wait two hours to allow moisture to evaporate, with further troubleshooting to follow.